Event description:
Reported as, a bolus of food got caught and was forced back up through the band by the pt which unbuckled the band.

Manufacturer narrative:
Taper ii. The product associated with this report remains implanted. Based upon the model type and the implant date provided by the reporter the connector type is assumed to be a taper ii. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."